Event description:
It was reported that performance data was evaluated and showed that the patient received an inappropriate shock due to atrial tachycardia/atrial fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.